Event description:
Tip breakage distal tip is cracked when opened.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was fired two times successfully with white load using peri strips on the gastric pouch. The device was loaded with a blue reload without peri strips and on the first firing stroke midline the staples were mangled on the gastric pouch leaving a hole in the staple line. The second and third firing strokes were fine. There was bleeding but the surgeon was able to control the bleeding with sutures. There was no blood transfusion given. The device was reloaded three additional times with white and green reloads. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) catheter, model ep. No blood was visible on the catheter. Catheter body was partially broken at approximately 1cm proximal from the tip. Unit is sent to accellent for further evaluation. The 3/22/10-accellent evaluation: the distal tip of the device was visually inspected under 10x magnification and it is confirmed that the distal tip is torn. Visually the edge of the break is jagged and has the appearance of having been pulled or bent until the coating split. The device was functionally tested and the water flows from where it should with no functional defects. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.